Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: one maxcore biopsy needle was returned for evaluation. Visual inspection noted no anomalies to the device. During functional testing the device passed the drop test and functioned properly under laboratory conditions, the needle was able to prime, fire, and obtain samples without issue. Therefore, the investigation is unconfirmed for both the alleged self-activation and the alleged bent needle. Upon disassembly it was noted that the left bumper was overlapped. The identified overlapped left bumper could have contributed to the reported issues. However, the definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. Expiry date: 11/2020.

Event description:
It was reported that during an ultrasound guided breast biopsy, the device allegedly self-activated. It was further reported that the needle bent during the procedure. There was no reported patient injury.

Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number of the device was provided. The device history records are currently under review. The return of the sample is pending. The investigation is currently underway.

Event description:
It was reported that during a biopsy procedure, the device allegedly self-activated. It was further reported that the needle bent during the procedure. There was no reported patient injury.